Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) difficulty was experienced inducing the patient for defibrillation threshold testing. A shock was delivered during the procedure and strips were sent for review as there was a concern the shock was inappropriate. Boston scientific technical services (ts) reviewed the electrogram (egm) which indicated the patient was in a duel arrhythmia of atrial fibrillation (af) and ventricular tachycardia (vt). The delivered shock successfully converted the patient. Additionally, it was noted that the physician experienced difficulty inserting the defibrillation lead into the device header. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.